Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure error message was displayed. The customer attempted to reboot the station and recover the drawer; however, the issue persisted and could not be resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed hardware was detected on the station. A field service engineer (fse) removed all cubies accessible through the hardware test application (hta) and removed trays. Fse manually released remaining cubbies not available in hta, unplugged all tray cables, and cleaned trays and cubbies. Reinstalled trays, secured all panels, placed all cubbies, and tested the drawer using hta with no issues noted. The system functioned as intended after the field service engineer repaired the device.